Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05591. On (B)(6) 2015, the patient ((B)(6)) underwent surgical intervention. X-ray results revealed lead migration. During the procedure, it was found that the doctor initially forgot to lock the anchor. The doctor explanted/replaced the patient's lead and completed the procedure using the existing anchor. Therapy was resumed post-op. Further device information is unknown.